Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found that the lead had all high impedances. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of auto reducing was confirmed. Analysis of the returned 3228 paddle lead found all the internal wires in the paddle (stimulation) end of the lead were broken (see images). The fractures are consistent with a sudden event the lead was subjected to while still in vivo. The patient reported having fallen prior to having auto reducing issues.